Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 2 cc of skinvive¿ by juvéderm® in a mesotherapy technique. After the injection, patient developed lumps and bumps which developed into granulomatous nodules. Approximately 3 weeks later, the patient was prescribed prednisone 10 mg, allegra, benadryl, and doxycycline 100 mg which showed mild improvement. The condition was reappeared after medications were stopped. Approximately 6 weeks post-injection, the patient was treated with saline in an attempt to dilute the lumps and bumps. The lesion was still visible after 5 months and gets worse during heat/exercise. Symptoms are ongoing.